Manufacturer narrative:
Zoll medical corporation has rec'd the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during a cardioversion of a male pt, an arc was seen from the electrode pads. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.